Manufacturer narrative:
The insulin pump was received with severe scratches on the lcd window. The insulin pump was also received with missing end cap sticker.

Event description:
The customer's father reported via phone call that the screen was scratched and they could not read the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.